Event description:
It was reported by a non-medical professional that a patient was injured when her wheelchair fell into a hidden hole. Approximately 2 1/2 years later, a revision surgery was performed to remove rods which had been implanted prior to the wheelchair accident. It was alleged in the documents that the rods were broken and had "decayed or corroded."